Manufacturer narrative:
The history of persistent percutaneous lead (driveline) exit site infection was previously reported under MFR # 2916596-2019-00511. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months, 20 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a history of persistent percutaneous lead (driveline) exit site infection. On (B)(6) 2018 a repeat deep wound culture was taken which again returned (B)(6) for (B)(6). The patient continued on doxycycline. No additional information was provided.